Event description:
Customer reports one incident of a cracked fistula needle in the middle of treatment. Noted by air detector alarm. Treatment was discontinued. No pt injury or medical intervention reported.